Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer mistakenly selected change cartridge after completing the load process. The customer was able to complete the load process while contacting tandem technical support. The customer's blood glucose (bg) level was 254 mg/dl at the time of the reported event. The customer reported would deliver a correction bolus to address bg level.